Event description:
On (B)(6) 2015, patient presented to emergency departement with 1-day history of hematuria. Per patient, he was in usual state of health, feeling well with his normal exercise tolerance, when he noticed his urine had a more orange/red tinge to it. Over the next 24 hours, patient reported urine was becoming more red and he then presented to the emergency department with frank hematuria. At that time, patient labs included white blood cell count of 9.9, hemoglobin of 13.2 and platelet count of 177,000. Chemistry was sodium 143, potassium 3.9, chloride 101, bicarb 27, bun 21, creatinine 1.8 (baseline 1.4 - 1.6) and glucose of 140. Inr was 2.1 and urinalysis showed moderate protein and large hemoglobin with 12 hyalin casts. Heartmate ii left ventricle assist device was functioning within normal limits and patient had no cardiovascular symptoms with current pump settings. Urology was consulted and recommended outpatient work-up for bladder cancer, as patient mentioned he had known risk factors secondary to chemical exposure from his past occupation. Patient was found to be stable and anticoagulation was continued. Patient was instructed to monitor symptoms regularly and to call the ventricular assist device team if symptoms became worse. Patient was discharged home at that time. On (B)(6) 2015, patient presented to hospital for direct admission after complaining of shortness of breath, dizziness, worsening hematuria and light-headedness over the past week. Upon presentation to the hospital, patient was jaundice and had an elevated lactic acid dehydrogenase of 6297 u/l and hemoglobin has decreased from 13 to 7.9. At time of admission, patient denied any alarms from heartmate ii left ventricular assist device. Patient labs were white blood cell 14,000, platelets 139,000 (baseline around 250,000). Sodium 140, potassium 4.0, chloride 101, bicarbonate 24, blood urea nitrogen 40 and creatinine 3.9 (baseline 1.6). Inr was 1.7, bilirubin total 2.8. Patient was subsequently transferred to the intensive care unit for a swan in the presence of a suspected left ventricular pump thrombosis with acute hemolytic anemia, low-flow state/cardiogenic shock, cardiorenal syndrome and acute renal failure. A ramp study was also performed and found to be positive. At that time patient was diagnosed with left ventricular assist device pump thrombosis and was scheduled for heartmate ii pump exchange. Pump exchange was performed on (B)(6) 2015 without complication.